Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h10. The complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence. No manufacturing non-conformities were found in the returned sample at this time. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances were identified. Available information suggests that variations in execution of procedural steps may have been a contributing factor. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision in mitral position where during the procedure, there was air remaining in the device during a guide sheath insertion. No air bubbles were confirmed in the atrium by echo during a guide sheath insertion. While the implant system was being prepared, an introducer and a wire were within the guide sheath for a few minutes. Suddenly, st segment elevation and hypotension were observed. The patient was recovered with cardiac massage and vasopressor. Air remaining in the right coronary artery was suspected. As air was observed intermittently and had accumulated in the aortic root, it was manually aspirated using a pigtail catheter. No air bubbles were confirmed after the implant system was inserted into the guide sheath. The procedure was completed. The operator stated that because the st segment elevation occurred after the guide sheath was inserted, he asked for an evaluation to determine whether there was a possibility of a malfunction of the hemostasis valve or flush port. It is unclear whether the cause was the guide sheath or anesthesiology line. Furthermore, there were no issues during device preparation and the device was flushed according to the instructions for use. There were no device issues during or post implantation. The patient lap was 21/4(11) preoperatively and 7/3(5) postoperatively and the patient was under general anesthesia. Implant system was inserted into the guide sheath. After the implant system was exposed from the guide sheath, lap monitor was attached to the steerable catheter. As per the medical opinion of the physician, the amount of air was observed more than usual for a transcatheter edge to edge repair procedure. A syringe was left on the introducer until the guidewire was inserted. The guide sheath handle was elevated while inserting into the patient. As per medical opinion, root cause of the event was not determined. The patient was recovering.